Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).

Event description:
An attempt was made to use a complete se peripheral stent to treat a lesion located in the a lower limb artery of the left leg. There was no resistance encountered during delivery of the device to target lesion; however, it was reported that when the physician started to deploy, the stent could not be deployed. The device was removed and another product was used to complete the procedure. No patient injury was reported. Device analysis the first five distal stent segments were prematurely deployed. The grey handle had detached immediately distal to the blue deployment mechanism. The inner shaft at the location of the handle detachment was intact and kinked. The red safety clip was not returned with the device. It was still possible to deploy the stent. The stent was deployed without issue and there was no damage evident on the stent.